Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 05-jul-2019. The most recent information was received on 11-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a 32-year-old female patient who had essure (batch no. 675114) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "violent chemical reactions to aciclovir tablet" in 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion medically significant). In 2010, the patient experienced back pain ("pain in the back"), headache ("headaches"), diarrhoea ("diarrhea"), constipation ("constipation"), morning sickness ("morning sickness"), tinnitus ("ringing in the ears"), photosensitivity reaction ("sun allergy"), seasonal allergy ("allergy breathing in grasses"), muscle fatigue ("extreme daily muscle fatigue"), hypoaesthesia ("muscles are like they are numb"), neck pain ("pain in the neck") and nodule ("nodules appear in different parts of the body"). Essure treatment was not changed. At the time of the report, the abdominal distension, back pain, headache, diarrhoea, constipation, morning sickness, tinnitus, photosensitivity reaction, seasonal allergy, muscle fatigue, hypoaesthesia, neck pain and nodule had not resolved. The reporter considered abdominal distension, back pain, constipation, diarrhoea, headache, hypoaesthesia, morning sickness, muscle fatigue, neck pain, nodule, photosensitivity reaction, seasonal allergy and tinnitus to be related to essure. The reporter commented: the events started as soon as the implant was placed. She did not understand where all these problems came from, until 2 weeks ago when, during a discussion, a colleague spoke about the fact that she wanted to have these implants implanted, but that they are now prohibited. So the consumer inquired, and made the connection with all these symptoms. She was seeking information on where to perform metal allergy blood tests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a (B)(6) female patient who had essure (batch no. 675114) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "violent chemical reactions to aciclovir tablet" in 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion medically significant). In 2010, the patient experienced back pain ("pain in the back"), headache ("headaches"), diarrhoea ("diarrhea"), constipation ("constipation"), morning sickness ("morning sickness"), tinnitus ("ringing in the ears"), photosensitivity reaction ("sun allergy"), seasonal allergy ("allergy breathing in grasses"), muscle fatigue ("extreme daily muscle fatigue"), hypoaesthesia ("muscles are like they are numb"), neck pain ("pain in the neck") and nodule ("nodules appear in different parts of the body"). Essure treatment was not changed. At the time of the report, the abdominal distension, back pain, headache, diarrhoea, constipation, morning sickness, tinnitus, photosensitivity reaction, seasonal allergy, muscle fatigue, hypoaesthesia, neck pain and nodule had not resolved. The reporter considered abdominal distension, back pain, constipation, diarrhoea, headache, hypoaesthesia, morning sickness, muscle fatigue, neck pain, nodule, photosensitivity reaction, seasonal allergy and tinnitus to be related to essure. The reporter commented: the events started as soon as the implant was placed. She did not understand where all these problems came from, until 2 weeks ago when, during a discussion, a colleague spoke about the fact that she wanted to have these implants implanted, but that they are now prohibited. So the consumer inquired, and made the connection with all these symptoms. She was seeking information on where to perform metal allergy blood tests. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.